Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00752; 3005168196-2019-00753.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician attempted to place a smart coil in the target location; however, the physician was unable to detach the smart coil using the handle, despite attempting three times. Therefore, the smart coil was removed and a new smart coil was successfully placed. The physician then attempted to place another smart coil in the target location; however, the smart coil did not take its intended shape. The physician attempted to reposition the smart coil; however, the coil would not form correctly. Therefore, the smart coil was removed and the procedure was completed using a new smart coil, the same microcatheter, and the same handle. There was no report of an adverse effect to the patient.